Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 05 may 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 5th may 2025, the user informed senseonics that the system showed results that were different from glucometer measurements. A sensor replacement was approved for the user due to system performance. An RMA was issued for the sensor for further investigation. Sensor was returned from the field and in-house testing showed no malfunction.a review of in vivo raw data showed optical instability around the time frame of the reported inaccuracies. This failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present itself in the body is not reproduced in the lab, such as the in vivo state of the hydrogel.the user was offered a sensor replacement as a resolution. B4.date of this report 02 august 2025. G3.date received by the manufacturer? 02 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.